Event description:
It was reported that the patient was not able to charge the implantable neurostimulator (ins). They could not feel stimulation and they had charged implant for 4-5 hours and the patient programmer was showing that the ins was empty. The patient tried to charge again and was getting elective replacement indicator (eri) on the recharger screen. The patient was able to get all eight bars and the ins was charging. The ins was showing ¾ charge on the screen and the therapy icon was on. The patient had an appointment with their health care professional for (B)(6) 2015. When they moved the belt away from their implant the ins level showed empty. On (B)(6) 2015 additional information was received indicating that the patient had low back and leg pain. It was unknown if the device would be explanted or replaced. The patient device was not functioning. The patient¿s issues/symptoms were still ongoing. The patient was experiencing low back and leg pain due to the ins not holding charge, when the ins was function they found it beneficial. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 377875, lot# v003909, implanted: (B)(6) 2006, product type: lead; product ID 355029, lot# n063026, implanted: (B)(6) 2006, product type: accessory. (B)(4).